Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. During an afib procedure, at the beginning of the case while preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for dilator insertion, the white valve moved inside. This made it impossible to progress the dilator and to use the sheath. They immediately change the vizigo to a new one and the procedure continued normally without involving any risk to the patient. There was no patient consequence.

Manufacturer narrative:
On 29-mar-2022, additional information was received indicating the white valve inside the sheath had broken/separated. The hemostasis valve did not break into two or more separate pieces, it just detached. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. During an afib procedure, at the beginning of the case while preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for dilator insertion, the white valve moved inside. This made it impossible to progress the dilator and to use the sheath. They immediately change the vizigo to a new one and the procedure continued normally without involving any risk to the patient. There was no patient consequence. Device evaluation details: on 21-apr-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)